Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the physician attempted to deploy a tissue marker in the breast, the tip of the marker sheared off. The broken piece was removed and they took postop radiograph images to confirm that the part was not in the breast. There was no reported consequence to the pt.